Manufacturer narrative:
(B)(4). Additional information: were any noises such as whistling or hissing heard? Unk. Describe the noise: if yes, did the noise prevent insufflation? Unk. Was there a drop in pressure? Yes. Did this affect the surgeon's visibility? Yes. What was the gas consumption rate or volume (litre/minute)? Unknown. Was the user able to identify where the leak was coming from? Yes. If yes, where? Trocar seal. Was a device inserted into the trocar during leaking? If so, what was the device? Unknown. Was any torque being applied to the trocar or device? Unk if so, whom? The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak with the test probe through the device. Upon of visual inspection of the universal seal the bellows were found torn inside. It is unknown how the bellows of the device got damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the seal was defective, it would not hold pneumo. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.